Event description:
During a device exchange procedure, insulation damage was visually confirmed on both the right atrial (ra) and right ventricular (rv) lead. Both leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found two full breached outer insulation degradations, both adjacent to the connector boot. The cause of insulation damage is consistent with degradation.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.